Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400mg/dl. The customer had symptoms such as nausea and dehydration. The customer treated with manual injection. Customer's blood glucose value was unknown at the time of the call. Customer reported that they experienced a low blood glucose levels of 67mg/dl and treated with glucose tabs. Customer declined to troubleshoot for high and low readings. The product will not be returned for analysis.